Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon post-operative analysis and confirmed by x-ray imaging it was noted that the right-arial (ra) lead had dislodged into the right ventricle and as a result exhibited inappropriate capture and far r-wave oversensing. As a resolution the ra lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were dislodgement, inappropriate capture, and far r oversensing. A complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood and tissue. After cleaning the helix could be retracted and extended and the full helix extension length was measured within specification. The reported events of inappropriate capture, and far r oversensing were not confirmed. Electrical testing found no anomalies.